Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer¿s blood glucose level was 158 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.